Event description:
Facility reported a connector of the product came off. The pt has had peritonitis twice in the last 4 months while using the product. Pt's cultures grew staph aureus. The sample is available for examination. (On 3/23/98 checked with the home training nurse regarding the pt. The infection has cleared up and he remains on peritoneal dialysis therapy).